Event description:
The account alleged when the brake is set the brake caster will not roll but still rotates around. No injury reported.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.